Event description:
It was reported that the chamber separated from the tubing of a luer activated valve flo-guard solution administration set with little force applied. This occurred during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual inspection revealed that the tube was disconnected from the chamber. Closer inspection of the tube end revealed that it had been fully inserted onto the chamber when originally connected. The cause of the issue could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.